Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. A review of all batch record documents was performed for lot number h13e14054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the luer lock of the transfer set did not tighten properly to the non-baxter adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 3.